Event description:
It was reported that during a photoselective vaporization of the prostate procedure for enlarged prostate, at 10:57 minutes and 104439 joules, the fiber starting forward firing. Due to this, the procedure was completed using another device. There were no patient complications.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual examination of the fiber identified there were no damages or defects observed. The connector cone, segments, and tabs appeared secured and in good condition. The fiber was also tested with hene (helium-neon) laser fixture and there and it did not identify signs of breakage along the length of the fiber. The functional testing conducted concluded that firing output rate was below the threshold for potential patient harm. The manufacturer has reviewed all information and determined this event no longer meets reporting criteria for the reported forwarding firing. Based on review of all information available and analysis results, a conclusion code of unintended use error caused or contributed to event was assigned to this investigation.

Event description:
It was reported that during a photoselective vaporization of the prostate procedure for enlarged prostate, at 10:57 minutes and 104439 joules, the fiber starting forward firing. Due to this, the procedure was completed using another device. There were no patient complications.